Event description:
An amplatzer vascular plug ii (avpii) was implanted into a large fistula in the left coronary artery leading to the right ventricle. Upon releasing the avpii from the delivery cable, the device migrated into the pulmonary artery. The avpii was snared and removed. An amplatzer muscular vsd occluder was implanted successfully.

Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.